Event description:
It was reported that a patient underwent knee revision procedure in 2008, to correct a leg length discrepancy. During procedure, it was discovered that a custom implant manufactured for this patient was too long and could not be implanted. Previous components were re-implanted; however, surgeon exchanged the yoke, axle, femoral bushings, tibial bushings and tibial insert.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available. Discrepancy in custom implant length determined to be miscommunication between development engineer and physician.